Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found distal stent damage with one strut slightly raised. Damage was also noted at the distal edge of the bumper tip and multiple severe hypotube kinks were identified along the shaft. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the extrusion shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed 29-feb-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 28x3mm target lesion was located in the mildly tortuous left anterior descending (lad) and left circumflex (lcx) arteries. After two pt2 ms guide wires were positioned in the target vessels, pre-dilatation was performed in the lcx with a 3x20 maverick balloon catheter. Subsequently, a 28mm x 3.00mm taxus¿ element¿ drug-eluting stent was advanced but failed to cross the origin of the lcx. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a distal stent damage.